Event description:
It was reported by repair work order that the customer alleged that the head end of the stretcher does not pump up. Upon inspection of the unit by the service technician, it was identified that a jack could not be pumped up.